Event description:
It was reported that while the ventricular assist device (vad) patient was in the hospital, the vad exhibited disconnects, failure to restart, and the controller exhibited electrical fault alarms. It was stated that the nurse found the patient fiddling with the driveline. It was also stated that the controller started to alarm and the patient became unresponsive. A code was called, and cardiopulmonary resuscitation (CPR) was administered. It was then noted that the driveline was disconnected. The driveline was reconnected, and once it was, the pump started up and the patient regained consciousness. Details as to why the patient disconnected the driveline are unclear, as the patient has no recollection of the event. It was noted that there was a failed attempt to start the pump and the parameters were out of the normal range. However, the vad did start up after two attempts shortly after. The patient had no further alarms or symptoms since the event, and the vad is running within normal limits. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d10 continuation: ICD: e110, lead: 5076-58, 694765 implant date: (B)(6) 2010 additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 31-dec-2021/ serial or lot#:  (B)(6) UDI #:  (B)(4) d9: no h3: no h4: mfg date: 09-dec-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that power consumption remained within normal operating range leading up to (B)(6) 2024 and no high watt alarms were logged within the analyzed period. Furthermore, log file analysis revealed one (1) reactivation event was logged on (B)(6) 2024 at 18:16:23, due to an open phase in the front stator, resulting in single stator operation (rear stator only). Log files also revealed three (3) reactivation events were logged at 18:16:43, 18:16:47 and 18:16:55 and one (1) electrical fault alarm was logged at 18:16:47. The reactivation events and electrical fault alarm were due to an open phase on the rear stator, resulting in single stator operation (front stator only). One (1) vad disconnect alarm was then logged at 18:17:02, due to a critical phase open, indicating there was an open phase on each stator. Review of the alarm log file revealed one (1) electrical fault alarm was logged at 18:17:06 due to the rear stator not connected, causing the pump to run on a single stator. Additionally, one (1) vad stopped alarm was logged at 18:17:37, indicating that the pump failed to restart after multiple attempts, in which the motor start attempt parameters were atypical. Log file analysis also revealed one (1) vad disconnect alarm was logged at 18:17:50, due to a critical phase open, indicating there was an open phase on each stator. Following this, one (1) electrical fault alarm was logged at 18:17:58 due to the front stator not connected, causing the pump to run on a single stator. One (1) vad disconnect was then logged at 18:18:10, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller during the alarms. A successful motor start event was recorded at 18:20:53. High power consumption was observed during some of these observed alarms, likely due to the increased power consumption required to run on single stator operation. As a result, the reported events were confirmed. Based on risk management, possible root cause of the reported electrical fault alarms, vad disconnect alarms due to a critical phase open, and observed reactivation events can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. Based on the risk documentation and the available information, the most likely root cause of the remaining vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.